Manufacturer narrative:
The representative later reported that this was the first the field had become aware of this issue. The patient was seen in the clinic and impedances were stable around 1200 ohms. Pocket manipulation and isometrics were performed and the noise could not be reproduced. At this time the physician elected to monitor the issue and recheck the patient in three months.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected noise and impedances greater than 3000 ohms (stemming back to three years ago) on this defibrillation lead. This patient had not been seen by this clinic in over three years. At this recent interrogation, the pacing impedances were 1761 ohms. Daily measurements had shown that the pacing impedances had varied and the shock impedances had been between 40-50 ohms. This patient did have atrial fibrillation with rapid ventricular responses. Technical services discussed troubleshooting. No adverse patient effects were reported. This patient had only paced in the right ventricle 4% of the time.

Manufacturer narrative:
Resolution was requested from the field. However, to date nothing further has yet been received. Should additional information become available this event will be updated.

Event description:
--